Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, the surgeon had implanted 2 altis. Big complication during the implantation of the second altis: paraurethral abscess and fistula. He does not know if it belongs to the mesh. He had to re-operate with tvto abrevaut (that he is testing). The patient is well. Fistula discovered after implantation.